Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was not functioning and defective. Therefore, the reported condition was confirmed. It was further determined that the eccentric shaft was defective. The assignable root cause was determined to be strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the motor of the battery reciprocator device was not functioning. It was further determined that the eccentric shaft was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.